Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication of the stent placement was treatment for a duodenal stenosis caused by pancreatic cancer. The stricture was not considered to be tight or severe. The stent was fully deployed. The distal end of the stent was located at the third section of the duodenum and the proximal end was located at the pylorus. Following placement, the stent was visualized under fluoroscopy and it was noted that the distal end of the stent failed to expand. The stent was not expanded for approximately 1-2cm at the distal end. After the unexpanded section, the stent was fully expanded for another 1-2cm. The stent then narrowed due to the stenosis and was fully expanded again at proximal end from the pylorus to the stomach. The complainant suspected that the distal stent wire loops were "tangled up" or twisted, which prevented the stent from expanding. The distal end of the stent was dilated with a balloon dilator. Following, dilatation, the distal end of the stent was properly expanded. No further medical intervention was performed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Images of the stent were received and forwarded to the bsc medical director for review. The director confirmed that the stent appeared fully expanded following balloon dilation. From the images, he was unable to confirm whether the distal stent loops appeared damaged or "tangled up" in anyway.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. Reported events of stent failed to expand and stent wires twisted. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.